Event description:
It was reported that the customer experienced a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm, decided to replace the pump, and provided the customer with instructions on returning the problematic pump. The customer acknowledged the instructions and will continue using the current pump until the replacement arrives.